Event description:
A physician placed a fox pta catheter into a basilic vein shunt in the left hand. The balloon ruptured at 16 atm, during the procedure. The physician was able to withdraw the balloon from the shunt in the patient's vasculature without incident. The physician used another brand of catheter to complete the procedure.

Manufacturer narrative:
The device was received. Investigation is not complete. The lot number was provided. Review of the device history record for this lot is forthcoming.